Event description:
It was reported that the external monitor connected to the anesthesia workstation fell off into the physician's hand. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was confirmed. According to the information provided by the technician, the issue was solved by replacing cylindrical pins that were broken. The root cause to the reported issue has not been determined.